Manufacturer narrative:
H.6. Investigation: customer complaint alleges false positive failures of their bactec fx 441385 sn (B)(6). Bd customer support assisted the customer remotely and found that the issue arose from the sample drawer being open for too long during a servicing. The change in temperature from leaving the door open can cause false results. Customer has not witnessed any issues since, and unit is functioning as intended. This is an unconfirmed complaint with root cause being user error. Device history review and sample analysis are not applicable as this was not a confirmed complaint and no sample was returned. Service history shows no prior issues resulting from the alleged failure mode. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " blood culture flagged positive where as other site flagged negative, possible temperature issue".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "blood culture flagged positive where as other site flagged negative, possible temperature issue."